Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to inspect and clean the pump's pneumatic tap area, remove an o-ring, and successfully reloaded the cartridge, allowing them to resume insulin therapy successfully.